Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of connecting and disconnecting so many times in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). The patient was connecting and disconnecting so many times that the machine malfunctioned as a result. The patient reported having peritonitis, however, the nurse stated that the patient did not have peritonitis. Treatment was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported. The nurse declined to provide further information. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e04131 and h11d27069 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed for connection issue. The cause was undetermined.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.